Manufacturer narrative:
H6 update: the previously applied patient code (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was reported that the company representative had received a call from the hcp who stated the patient got an 8476 code regarding motor stall via their personal therapy manager (ptm). A company representative further reported on 2018-oct-22 that as per the physician, the patient had experienced withdrawal symptoms consistent with opioid withdrawal. The cause of the stall was not determined. It was noted that the catheter had successfully aspirated during the pump replacement. The issue was resolved and the patient was doing fine now. The patient¿s weight at the time of the event was unable to be obtained. The company representative was in possession of the pump and was returning it to the manufacturer for analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-oct-19, additional information was received from a manufacturer representative (rep). They reported they interrogated the pump and a motor stall alarm message came up. The rep wanted to update that the pump was replaced today and would be returned for testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient and healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving fentanyl (1,902 mcg/day, 3,100 mcg/ml), clonidine (208 mcg/day, 340 mcg/ml) and bupivacaine (6.1 mg/day, 10 mg/ml) via an implantable pump for non-malignant pain. On (B)(6) 2018, the patient called into the office and reported their pump was alarming and there was a code of 8476 on their personal therapy manager (ptm). The office attempted to get the patient to come into the office to read the pump. The pump was interrogated and pump logs and/or event logs reported a motor stall occurred and remained active. It was noted that the patient had not had a recent magnetic resonance imaging (MRI). There were no patient symptoms reported. No further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient called the emergency room in the early morning hours of (B)(6) 2018 stating that about 5 pm on (B)(6) 2018 their pain pump started to alarm. It alarmed about every 30 minutes through the night. It was noted about 1am on (B)(6) 2018 the patient also started to experience moderate to severe withdrawal symptoms of increased pain, sweating, diarrhea, a flush feeling, anxiety. The patient was brought into the office and presented with all of the above withdrawal symptoms. Upon interrogation of their pump, it was noted that the pump was in a motor stall. The event required in-patient hospitalization. The pump was explanted/replaced on (B)(6) 2018. The outcome of the event resolved without sequelae on (B)(6) 2018. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.

Manufacturer narrative:
(B)(4). Analysis of the pump (sn; (B)(4)) identified residue in the gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.